Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative. The cause of the inability to aspirate the catheter was not determined.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial #: (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8596sc, serial #: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 12-mar-2014, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving dilaudid 8mg/ml; 0.990 mg/day via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2019. It was reported the patient had a pump replacement on (B)(6) 2019 and cerebrospinal fluid was drawn off the catheter prior to the new pump being connected. The patient experienced increased pain. A dye study was performed on (B)(6) 2019 and the hcp could not aspirate the catheter. On (B)(6) 2019 surgical intervention occurred. The hcp explored the catheter and did not get cerebrospinal fluid (csf) when the catheter was disconnected. A partial explant was done to revise the catheter. The hcp cut the catheter at the spine and had good csf flow. The hcp used a new 66cm 8596sc pump segment catheter from the existing portion of the spinal segment to the pump. The explanted catheter was discarded. No environmental/external/patient factors may have led or contributed to the issue. Patient status was alive - no injury. The issue was resolved. Patient weight and medical history were asked but unknown. No further complications were reported.